Event description:
A dialysis home patient reported a system error "2240" alarm in drain 1/4 during treatment using homechoice device. The patient noted his transfer set became disconnected from the patient line of the homechoice set while the patient was sleeping. The patient thought the connection was secure when he began treatment and is unaware as to how this might have occurred. The patient was already on antibiotics for unrelated reasons and had his transfer set changed the following day. There was no patient injury associated with this incident per the patient.